Manufacturer narrative:
The pacemaker remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Our company received information from the patient three months later that she feels shortness of breath and pain all the time. The patient reported syncopal episodes that she had experienced in the past. She stated that her physician was aware of the most recent episode. Our patient service consultant recommended that she contact her physician.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that two years ago, following the implant of this device, she developed an infection. The patient also reported experiencing syncope within the last three months and a sharp pain near her device. The patient expressed dissatisfaction with her past nursing and medical care and contacted technical services since she could not get an appointment with the her physician soon. A technical service consultant recommend that the patient seek medical attention if her symptoms persist.